Event description:
It was reported, that the patient presented in clinic for a follow-up. Upon review, it was discovered, that the right atrial lead exhibited loss of capture and complete undersensing. It was noted, that the lead was found dislodged. During the procedure, the helix of the lead would not fully retract, due to a small amount of tissue stuck. And new lead was required. The lead was explanted and replaced. The patient was discharged.